Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported false negative results with the binaxnow covid-19 ag card for two (2) patients performed on various dates. This MFR. Report addresses patient 1 of 2. The user reported a false negative result with the binaxnow covid-19 ag card performed on (B)(6) 2021 on a direct tested nasal kitted swab. The user reports that the initial binaxnow ag card test performed on (B)(6) 2021 generated negative results. Repeat testing x2 performed on (B)(6) 2021 both generated negative results. Confirmation testing performed on (B)(6) 2021 with pcr generated positive results. The user stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrected data: d4: lot number update. The consumer provided additional information including two lot numbers (148725 and 154049) but was not able to differentiate between which test and person being tested with which lot. Therefore, the affected lot number is unknown but possibly one of the previously mentioned lots. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148725 and 154049 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-000/ lot 148725 and device part number 195-230wl/195-430wl / lot 146279 as well as kit part number 195-000 / lot 154049 and device part number 195-430h / lot 147693r. The lots met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.